Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test or verify failed battery test alert and charge or battery lasts less than expected due to blank display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery with failed battery. Customer's blood glucose was high of 329 mg/dl. Customer treated with syringes for high blood glucose. Customer declined to troubleshooting for high blood glucose. Troubleshooting was done for failed battery alarm and the insulin pump alarm again after troubleshooting. Insulin pump will be returned for analysis.